Event description:
It was reported to nuvectra that the patient experienced extreme stomach pain and cramp. An x-ray was performed and showed proper placement. Subsequently, the stimulator was explanted. The cause of pain is unknown.